Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the implantation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach resistance with the delivery system through the esheath was reported. Post implanted a femoral artery dissection was observed. The dissection was treated with two covered stents. Inspection of the esheath revealed a liner delamination.

Manufacturer narrative:
The product was not returned for evaluation. Review of a photo of the esheath post procedure revealed bunching of the sheath liner at the opening. No sheath distal tip liner delamination was observed on the photo. The device history record (DHR) review and lot history review were unable to be performed as the work order was not provided. A review of complaint history for the esheath (all models and sizes) for the past 12 months (august 2018 to july 2019) revealed other similar complaints with device return. No manufacturing non-conformities that would have contributed to the complaints were identified during the investigations. Available information suggested that patient factors and/or procedural factors may have contributed to the similar events. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process supported that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.  The complaint for sheath resistance with delivery system was unable to be confirmed as the device was not returned and no relevant imagery was provided. The complaint for sheath distal tip damaged was confirmed based on the photo provided by the site. No potential manufacturing non-conformances was able to be identified as no device was returned. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Review complaint history revealed no evidence to support a manufacturing non-conformance contributed to the complaint.  A review of the IFU/training material revealed no deficiencies. Edwards lifesciences training manuals state, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ despite request, no additional details (including patient access vessel characteristics) were provided. A definitive root cause for the resistance during delivery system advancement was unable to be determined.  It is likely that patient (calcification, tortuosity) and procedural (maneuver) factors contributed to the complaint event. It is possible that the delivery system balloon caught on the sheath tip during removal. Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system getting caught on the sheath tip. Applying force to withdraw the delivery system in this configuration could have contributed to the observed bunching of the distal liner. Although a definitive root cause is unable to be determined at this time, it is possible that the patient factors (calcification/tortuosity) may have contributed to the esheath distal tip damage. Per report, the ¿esheath retrieval caused dissection¿. A review of complaint history data for july 2019 revealed that the complaint occurrence rate did not exceed the control limit for the sheath distal tip damage applicable trend category. Therefore, a product risk assessment (pra) is not required.  Review of complaint history revealed that the occurrence rate for esheath resistance with delivery system exceeded the july 2019 control limits for the applicable trend category. The complaints underwent further review and indicates that the esheath resistance was reported with different delivery systems. At this time, most of the complaints are still pending investigation and no device defects or manufacturing non-conformances have been identified. This issue is multifaceted and involves elements of clinical technique and patient anatomy. No further actions are required at this time. Each complaint will be properly assessed, and the results will be documented within the corresponding complaint file. Edwards will continue to monitor and trend all complaints and assess for escalation as needed. Since no edwards defects and no labeling/IFU/training inadequacies have been identified during this investigation, no corrective/preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-02863.